Event description:
The customer reported that a heparin infusion was commenced at a rate of 37 ml/h, two hours later the clinician noticed that the pump was not on and no infusion was running. The infusion was checked and restarted. Two and a half hours later, the infusion was rechecked and no issue identified, then two hours later it was noted that the infusion was running at 20 ml/h instead of the 37 ml/h. Pt denied touching the pump. New infusion was recommenced at 37 ml/h and screen locked. The customer has requested a log review. From the reported info, there was no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). The customer has not yet confirmed which of the two pump modules was infusing at the time of the incident. Although requested, logs/device have not been received. A f/u report will be submitted with failure investigation results should the logs/device be received for eval.